Event description:
It was reported that the vns patient passed away on (B)(6) 2011. Attempts for additional relevant information have been unsuccessful to date. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011, and the patient's cause of death was unspecified pneumonia, contributed to by unspecified infantile cerebral palsy, contributed to by unspecified respiratory failure, contributed to by other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
.